Event description:
It was reported that at a patient did not have her pump refilled at her appointment because the pump could not be located. An MRI showed that the pump was in the bladder area. The patient was also told that there was excess tubing around the pump. The patient had an emergency removal of the pump the week of (B)(6) 2011. Per the reporter, the patient planned to meet with another physician to discuss removal of the catheter, and she would not be continuing with the therapy. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8711, lot# j11170r33, implanted (B)(6) 2009, explanted unk.